Event description:
According to the reporter: the hand pieces would not cut or cauterize. According to the reporter, it appeared that the generator was not communicating with the hand pieces.

Manufacturer narrative:
(B)(4).